Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed but the exact cause remains unknown. One 35 cm guidewire was returned for evaluation . A kink was noted 0.5 cm from the distal end and 6.5 cm from the proximal end. Microscopic inspection of the distal kinked region revealed blood residue to be present and misaligned coils in the guidewire. No fractures or fraying of the guidewire was noted. The outer diameter was measured and was found to be within manufacturing specification. Based on the information provided and condition of the returned sample, possible contributing factors include kinking of the guidewire during handling or advancement against resistance. Since the guidewire kink likely contributed to the resistance experienced, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during a catheter placement procedure, when the puncture needle was accessed vessel and the guidewire was inserted into the puncture needle, resistance was felt. Therefore, when the guidewire was removed and checked, the guidewire was bent at a position of approximately 4 mm from the tip of the guidewire. There was no reported patient injury. 11/02/2022- the returned guidewire was found to be kinked.